Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the stimulator was not implanted deep enough and was causing the patient pain. Subsequently it was reported that the patient's device was protruding. Due to the protrusion, the patient had a sore and was hospitalized in (B)(6) 2010. This had taken months to heal. The device was located in the patient's buttock. When the patient was wearing clothes, the protrusion was noticeable. The patient was benefitting from the device. The patient was at home at the time of the report. Additional information was requested.